Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a low anterior resection procedure, the device was able to cut the tissue but failed to staple afterward. Manual suturing was used to complete the procedure. There were no adverse consequences for the patient reported. No device will be returned.